Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found hairline cracks in the axial direction of the main tube at the distal end. The reported complaint that the instrument scissors wouldn't stay open does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the hairline cracks on the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that the monopolar curved scissors instrument stayed open. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The initial 30-day report that was submitted on 10/20/2014 incorrectly stated that the instrument scissors wouldn't stay open. The correct information should state the following: the reported complaint that the instrument scissors stayed open does not itself constitute a reportable event, this failure mode does not meet the criteria of a reportable event.